Event description:
Philips received a complaint by bench personal on the v60 indicating while servicing the device, it was observed that the cpu cover tray is bent where foot mounts beyond repair which caused the device to be unstable. These parts will be ordered. The cause of damage is unknown. It was reported there was no patient involvement at the time the issue was discovered. Bench replaced the cpu cover tray to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.